Manufacturer narrative:
Concomitant medical products: IV bag doxorubicin, therapy date (B)(6) 2016. The customer¿s report of fluid leakage at the attachment site of a texium-bonded set to a primary set was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing was performed; no leaking was observed. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Concomitant medical products: baxter 500ml IV bag of 5% dextrose injection, (B)(4), lot y011106, exp 05/2017; baxter 250ml IV bag of 5% dextrose injection, (B)(4), lot y008623, exp 07/2017, therapy date: (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported there was a leak at the site where a texium bonded tubing with doxorubicin infusing was attached to the y-site of a dextrose kvo primary line. The leak was less than 3ml and was cleaned with a gauze pad.